Manufacturer narrative:
(B)(4). Date sent: 7/10/2020. H2: additional information received: per sales rep, "procedure was delayed for approximately 20 minutes. There was no issue reported for the delay. The device was discarded."

Manufacturer narrative:
(B)(4). Date sent: 3/4/2020. H2: additional information received: what does "proksial of clip was open mean?" The center of the clips, doesn't cover the open vein. When the surgeon held the clips with the help of dissector, clips dropped the vein. Was the center of the clip open (meaning not flattened)? N/a. Were there any patient consequences? The surgery duration was longer due to the issue.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: what does "proksial of clip was open mean?" Was the center of the clip open (meaning not flattened)? Were there any patient consequences? To date no response has been provided and no device has been received for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap chole procedure, it was found that the clips crossed the press while they were using the er320 product. The clip is very comfortable where they are used. After firing er320, the clip was scissored and the "proksial" of the clip was open. The jaw of the device was not damaged. They finished the operation by using a competitor's device clip. Patient consequence was not reported.